Manufacturer narrative:
Updated health impact code.

Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the device will not turn on. The device was not in use at the time of the incident, no impact to the patient.